Event description:
While ablating for an a-flutter right side, the physician was moving the catheter every 30 seconds coming on at 35 watts and no rise in impedance was noted. The physician believed he heard a steam pop. The patient had a tamponade and was taken to surgery. Perforation was repaired by opening the chest and suturing the heart from the exterior. The physician who performed the case believed that st. Jude's duo deca catheter caused the tamponade.

Manufacturer narrative:
St. Jude's duo deca catheter was also being used in the procedure. The physicians thought that the duo deca caused the perforation as it was closest to the site of perforation. According to the facility, bwi products did not malfunction. The patient was rushed to the or and the perforation was repaired by opening the chest and suturing the heart from the exterior. The patient was released upon recovery but the exact date or time for release is not available. The customer has declined servicing of the concomitant products listed below and disposed of the bwi catheter used in the procedure. If the complaint product is returned to bwi in the future, an analysis will be performed and a supplemental report will be submitted to the f.d.a. Concomitant products: catalog # s7001, stockert 70 rf generator, serial# (B)(4). Catalog# cfp002, coolflow irrigation pump, serial # (B)(4). (B)(4).